Manufacturer narrative:
The product was returned. Solution is dried on the lens. Both haptics are slightly bent in the gusset area. The optic is cut into two portions, typical of an insertion and removal. One cut portion of optic has a small chunk of lens material missing. Power and resolution testing could not be conducted due to the extensive optic damage. The customer indicated the use of a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a lens that was removed due to wrong power following an intraocular lens (iol) implant procedure. Additional information was requested.